Event description:
The device was returned for screen, no input. Upon return, the device started up with a black screen. The device performs normal start process. Installed test engineering lcd screen and verified the back light is not functioning properly causing the blank screen. The lcd screen will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: " current issues. Investigation: fva pins fired black screen pneumatics not firing board has power with 3 led's cannot pull logs. No patient harm." A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.